Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level as well as low blood glucose. The customer¿s blood glucose level was 402 mg/dl and 54 mg/dl, 38 mg/dl. Customer was treated with injections for high blood glucose and food for low blood glucose. Customer was uses auto mode. Customer declined troubleshooting for high blood glucose as well as low blood glucose. The insulin pump will not be returned for analysis.